Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
This report pertains to one of three different hydratome devices used during the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the wire has snapped while using inside the patient. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Event description:
This report pertains to one of three different hydratome devices used during the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, it was noticed that the wire has snapped while using inside the patient. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event. Correction as of march 21, 2019 this device was used in a different patient and in a different procedure. The procedure date of the endoscopic retrograde cholangiopancreatography (ercp) is unknown; however, it was reported that it was performed sometime in december.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Problem code 1069 captures the reportable event of wire broke. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Date of event was approximated to (B)(6) 2018 as no event date was reported, but the complainant confirmed it was sometime in december. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown.